Manufacturer narrative:
(B)(4).

Event description:
It was reported that the e360 ventilator had o2 sensor malfunction. No other information is available.

Manufacturer narrative:
Received additional information regarding patient involvement.

Event description:
It was reported that during preventative maintenance, e360 ventilator had o2 sensor malfunction. The ventilator was not in use on a patient at the time of the reported event.